Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Additional patient/events details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient in the surgical intensive care unit had a fecal management system inserted on (B)(6) 2015, to manage liquid stools. The system was discontinued on (B)(6) 2015, when the hospital staff noticed the patient had developed a rectal bleed. A flexible sigmoidoscopy procedure was conducted which confirmed the bleeding. The patient, who was edematous at the time, also had a full-thickness ulcer which was visible in the perianal area. During the procedure, the rectal ulcer was injected with "epi" and cauterized subsequently stopping the bleeding. The nurse further reported that the perianal ulcer was from the patient lying on the tube. No further patient complications were reported.